Manufacturer narrative:
There has been a previous report received where this malfunction has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. Device was returned and the investigation found: as per service engineer- h1004c5210500 - head cap -problem h1004c5210150-cartridge- problem h1004c5470220 - neck- problem under warranty invoice no. Dlsi2223010891 dated 30-09-2022 there was no injury to the patient problem investigation- cartridge,neck ,head cap and casting assembly - replace cartridge ,neck , head cap and casting assembly.

Event description:
In this event it is reported that x-smart w/contra angle eur stopped during use. No injury occurred.

Manufacturer narrative:
This follow up report is report that this MDR is a duplicate of MDR # 8031010-2024-00020. Please disregard this report due to this being a duplicate report.